Event description:
Event occurred in japan. Damaged haptic after implantation. The surgery was done for the cataract. Confirmed the tip of the trailing haptic was broken just after the iol insertion but the doctor decided to remain the iol in the eye because the torn haptic was not found then the surgery was completed. (B)(6) 2023 the patient went to another hospital due to the entropion and it was confirmed decrease of the corneal endothelium. (B)(6) 2023 the surgery for the corneal transplantation and at this surgery the torn haptic was confirmed in the eye. The torn haptic removed. (B)(6) 2024 the visual impairment(1.5-->0.4) and the uveitis were confirmed. The patient complained that the 13 o clock position of the visual field appears distorted but the periphery is clearly visible. Problem code: a0414 - material split, cut or torn.

Manufacturer narrative:
This initial report is being submitted to FDA for a reportable event that occurred outside the USA. Haptic damage is indicated as a potential malfunction related to the iol, as covered under the warnings section of the product's instructions for use (IFU). 255: pkg-19-317 00 en2.ms2.254255.20190501(t)_254, 255 regarding section h6 - manufacturer's codes for: type of investigation, findings, and conclusion are pending completion of product investigation. Once the product investigation is completed, a follow-up report will be submitted to FDA which will include the manufacturer's codes for type of investigation, findings, and conclusion.

Event description:
Event occurred in japan. Damaged haptic after implantation. The surgery was done for the cataract. Confirmed the tip of the trailing haptic was broken just after the iol insertion but the doctor decided to remain the iol in the eye because the torn haptic was not found then the surgery was completed. (B)(6) 2023 the patient went to another hospital due to the entropion and it was confirmed decrease of the corneal endothelium. (B)(6) 2023 the surgery for the corneal transplantation and at this surgery the torn haptic was confirmed in the eye. The torn haptic removed. (B)(6) 2024 the visual impairment (1.5 > 0.4) and the uveitis were confirmed. The patient complained that the 13 o clock position of the visual field appears distorted but the periphery is clearly visible. Problem code: a0414 - material split, cut or torn.

Manufacturer narrative:
This follow-up report #1 emdr is being submitted to FDA for a reportable event that occurred outside the USA. The report includes additional information not available/included in the initial report. Additional information: g6 - type of report - noted as follow-up #1. H2 - type of follow-up - noted for additional information. H6 - added codes for manufacturer's investigation: type; findings; and conclusion. The product was not returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. Product was not returned and appearance check was not performed. No abnormalities were found in production and inspection records of the product. (Serial no.: (B)(6); model: 255) from our investigation, we confirmed the reported event. The exact root cause was not determined. However, based on the available information and our investigation, we believe this event was not caused by our product quality. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.